Event description:
In 2007, the pt reported that the display of her infusion device froze and multiple characters were displayed on the screen. She stated that the infusion device did not alarm during this process. The pt was instructed to remove and reinsert the batteries into the infusion device. She stated that the infusion device reset and functioned properly. No physiological effects were reported. Further attempts were made to contact the pt to have the infusion device returned for eval. No contact was made. The pt did not require medical assistance from a healthcare professional or second party to address the issue no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.